Event description:
Pt aorta disease for bilateral iliac stent. Left iliac stent sheared off the shaft (balloon expandable stent) and lodged in external iliac. Pt needed left femoral exploration and placement of third stent to correct dislodged stent. (Still in pt).